Event description:
It was reported "revision of right total hip arthroplasty-femoral component. Failure of the bond between the bone and the cement, resulting in loosening of the femoral component (components not mfg. By stryker orthopaedics)."